Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced mesh erosion, incontinence, and pain (specifics unknown). Reportedly, the patient was implanted with another boston scientific product on (B)(6), 2011. The patient also underwent repair surgeries on (B)(6), 2011 and (B)(6), 2012 (specifics of these procedures is unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.